Event description:
It was reported that the patient experienced a stroke. Access was achieved for the insertion of an ice catheter and a faradrive steerable sheath. Initially, the physician decided to ablate the cavotricuspid isthmus (cti) line using farapulse. Subsequently, the physician utilized the non-boston scientific grid mapping catheter on the cti line. During this process, the afs clinical noticed a thrombus on the grid mapping catheter via ice. The physician aspirated the sheath, re-sheathed the grid catheter, and removed it from the body. The grid was then extracted, and the sheath was flushed following aspiration with a 20 cc syringe. The versacross faradrive connect was introduced, and a successful transeptal puncture was performed. The physician carried out the ablations on each vein without incident. The physician suspects that an embolic event may have occurred following the transeptal puncture due to the clot present after the cti line application and mapping with the grid. The physician acknowledged that cti ablation with the farawave is an off-label use. Additionally, the activated clot time was 382 seconds, but the irrigation flow rate was not known. Additionally, hemianopsia occurred in both eyes of the patient, with the most prominent symptoms appearing in the right eye. Blood clots were found on both the grid catheter and faradrive sheath. Two days post procedure, the patient was discharged from the hospital without interventions. The physician believes that this was a thrombotic event due to the presence of a clot before the transeptal puncture. Due to the lack of conclusive information regarding the cause of the event, this device has also been included. The device is not expected to be returned as it was disposed of.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.